Event description:
Reportable based on device analysis completed on 30 sept 2013. It was reported that crossing difficulties occurred.. The target lesion was located in the left coronary artery with occlusion. Initially, a 3.00 mm x 16 mm promus element drug eluting stent was advanced into the lesion but failed to cross the lesion. The device removed and was replaced with a 2.75 mm x 28 mm promus element stent which also failed to cross the lesion. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. A visual examination found that the crimped stent was damaged at its distal end. Three struts at the most distal row were bent back proximally. An examination of the tip found that the distal edge of the tip was slightly flared. It is noted that the condition of the tip and the distal end of the stent is consistent with the device being pushed through a tight lesion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).